Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this bioprosthetic valve, this device was explanted. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that this 23mm valve was explanted immediately post implant because it obstructed the patient's extremely low left coronary artery after it was implanted. The doctor chose instead to use a 21mm valve which he felt had a lower profile in the region of the ostia. There were no other adverse effects to the patient. If information is provided in the future, a supplemental report will be issued.